Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately during testing. The down arrow keypad button does not click and spring back as expected; all other keypad buttons were found to click and have normal spring back. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, evaluation revealed a damaged battery cap, which caused loss of electrical connection and power loss. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that patient's pump was intermittently responsive to presses of the down arrow button. The button reportedly did not click back and would stick. Family member stated that the keypad was worn thin. The patient reportedly wore pump in pocket and does not clean the pump.